Event description:
It was reported that the arctic sun device boots to a recurring alarm 81. As this device was a loaner and they stated that would ship a replacement loaner at no charge. Assess/service returned loaner equipment. Per sample evaluation results on 16may2024, it was reported that the arctic sun device processor circuit card needed to be replaced to resolve the alarm 81, pressure transducer was broken and flow meter was broken during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.